Event description:
It was reported that a pt underwent a sling procedure and a pelvic floor repair procedure in 2009. The pt continued to have some stress incontinence post-operatively. The pt also complained of vaginal discharge and irritation. Three months later, the pt presented with an exposure of the sling mesh. One centimeter inferior to the urethra on the right was noted to be slightly exposed, therefore, the pt was taken to surgery the following month, for the excision of the vaginal mesh. The pt tolerated the procedure well and was discharged to home the same day in stable condition.

Manufacturer narrative:
Date sent to the FDA: 04/01/2009. - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00352. The same pt is represented in each medwatch.